Manufacturer narrative:
The technical analysis of the affected cftrd led to the following results: all device components were in accordance with their specifications. The functional test carried out showed that the clip deployment without problems. The review of the lot based production quality records did not reveal any abnormalities, meaning that a manufacturing error can be ruled out. In summary, the cause of the error is not device related but can be attributed to a procedural complication. Bowel perforation is a known procedural complication in the resection of colon lesions. The risk of causing a perforation is listed in the instructions for use. It is addressed in the user trainings, to verify successful clip application before resection of the target tissue. Note: this report is a retrospective submission of complaints from the year 2024.

Event description:
During an intervention in the caecum to remove an appendiceal polyp, clip deployment was visually not verified, prior to tissue resection. The resulting perforation was closed with one padlock clip and two tts clip the patient recovered without further treatment.